Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is undeterminable. Product unavailable for analysis.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the left anterior descending (lad) artery. Upon attempting to insert the taxus liberte 32mm x 2.50mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. After removing the stent delivery system from the patient, the physician noted stent strut damage. No patient injuries or complications were reported as a result of the event. The procedure was completed with a different device.